Manufacturer narrative:
Reliability analysis not required. Analysis was unable to perform insertion test due sensors being opened and used. Insertion needle was separated from sensor.

Event description:
The customer reported via phone call that the fold over flap was dislodged before placing the sensor in the serter. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.